Event description:
It was reported that the needle had high impedance and early roll-off. A radio frequency ablation procedure was being performed on a tumor for a patient. The leveen coaccess electrode was being used for this procedure. The needle was positioned in the lesion. At the moment of heating the lesion, the impedance was immediately very high and there was very early roll-off. The needle was replaced with one from a different lot, but the same problem occurred. There were no patient complications that were reported. It was further reported that the roll of was reached with the second needle and no third needle was needed. The patient was discharged from the hospital and is doing well.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of one coaccess electrode system (cable and electrode). No visual damages/defects were observed on the electrode/cable. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. An electrical evaluation was performed by measuring the continuity, the electrode was able to conduct current indicating proper connectivity.

Event description:
It was reported that the needle had high impedance and early roll-off. A radio frequency ablation procedure was being performed on a tumor for a patient. The leveen coaccess electrode was being used for this procedure. The needle was positioned in the lesion. At the moment of heating the lesion, the impedance was immediately very high and there was very early roll-off. The needle was replaced with one from a different lot, but the same problem occurred. There were no patient complications that were reported. It was further reported that the roll of was reached with the second needle and no third needle was needed. The patient was discharged from the hospital and is doing well.

Event description:
It was reported that the needle had high impedance and early roll-off. A radio frequency ablation procedure was being performed on a tumor for a patient. The leveen coaccess electrode was being used for this procedure. The needle was positioned in the lesion. At the moment of heating the lesion, the impedance was immediately very high and there was very early roll-off. The needle was replaced with one from a different lot, but the same problem occurred. There were no patient complications that were reported.